Manufacturer narrative:
Received only catheter. The reported issue was unconfirmed, as the problem could not be reproduced. No visual defects were noted on the returned catheter. Per functional testing:inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 300ml/min, 290ml/min and 305ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: malfunction and adverse events: malfunction: :catheter kinking, damage, rupture. Difficulty or failure to remove the device. Occlusion of catheter inner lumens. Encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was occluded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that occlusion of the catheter was found.